Event description:
The manufacturer was informed on early high gradients within 4 years experienced by 5 patients who received a perceval valve, leading to a re-intervention. Per additional information received, one of these patients received a perceval pvs23 on (B)(6) 2015. An immediate postoperative peak gradient of 26-28mmhg was detected. This value seemed to have remained stable in the first year. On 05 jun 2019, the functionality of the device was the following: gradient 65mmhg and a mean gradient of 46mmhg, with small paraprosthetic leak. The patient is symptomatic of left ventricular failure. A tavi has not yet been performed per the information received. No other findings are reportedly available for the period between 2015 and 2019.

Manufacturer narrative:
The manufacturing and material records for the perceval/ heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish a definitive root cause for the reported event of gradient increase. However, based on the document review performed, no manufacturing deficits were identified. The manufacturer is performing additional follow up to retrieve further information on the event. If provided, a follow up report will be submitted.

Manufacturer narrative:
The initial notification referred to 5 patients with high gradients reported; however, further details have been provided only for 2 out of the 5 patients at the present time. As such, the manufacturer has associated this report to the first patient/device, while a separate report will be provided for the second patient (ln ref (B)(4). The notification regarding the other 3 patients has been bundled to this report at this time. Should additional information be provided, the manufacturer will provide ad-hoc reports for each patient/serial number. Device not explanted.

Event description:
The manufacturer was informed on early high gradients within 4 years experienced by 5 patients who received a perceval valve, leading to a re-intervention. Per additional information received, one of these patients received a perceval pvs23 on (B)(6) 2015. Post-implant the gradient was 28mmhg. On (B)(6) 2019, the functionality of the device was the following: gradient 65mmhg, with small paraprosthetic leak. The patient is symptomatic of left ventricular failure. A tavi has not yet been performed.